Event description:
It was reported that a patient underwent an atrial fibrillation and left sided atrial flutter ablation with a qdot micro catheter and varipulse¿ bi-directional catheter, and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that a varipulse¿ catheter after about 18-20 ablations had an error - current leakage error (error #unknown the caller stated) displayed on the carto® 3 system. The medical team disconnected the cs (coronary sinus) catheter, ultrasound eco cable, 12 lead cable, and trupulse¿ generator to piu (patient interface unit) cable, from the piu and reconnected them in this order: 12 lead cable, ultrasound eco cable, cs catheter, and generator to piu cable, and the issue was resolved. The case continued. Then it was reported that it was discovered toward the end of the procedure that the patient developed a pericardial effusion, noticed on intracardiac echo (ice). While the patient was in atypical atrial flutter (for most of the case) their blood pressure was lower. When the flutter converted to sinus rhythm during ablation, the blood pressure remained low. That's when the physician looked on ice and discovered the effusion. It is unknown if it was present pre-procedure as there was no echo done pre-procedure. A pericardiocentesis was performed. The current patient status was stable and they were transferred to the ICU (intensive care unit) for observation. The patient required extended hospitalization, had one night in the cardiac ICU and one night in step down telemetry prior to discharge. Patient fully recovered. Both qdot micro rf catheter and varipulse (pro) pfa (pulse field ablation) catheter were used for the flutter ablation. This was a typical pfa for pvi (pulmonary vein isolation) and posterior wall isolation with rf (radiofrequency) added for atypical flutter circuits (x3). Rf was utilized for an anterior line and posterior ra (right atrium) to svc (superior vena cava) with additional pfa at the svc junction due to phrenic nerve proximity. There are two reports for this event. One for the qdot and one for the varipulse. This report is for the varipulse.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).